Event description:
I received received the last improper shock from an implanted st. Jude single lead ICD (implantable cardioverter defibrillator).. Model # cd1231-40q. I have received improper shocks or shocks from my device because of conditions that lay outside of the parameters that my device was programmed for. I have a single lead device that I was told was interpreting signals from different parts of my heart as life-threatening rhythms. The parameters were adjusted but the improper shocks continued. I have experienced long-lasting damage to my nerves and muscles on my left side due to multiple improper shocks. The power output of the shocks also is too great and causes physical and psychological harm. I now experience ptsd (post-traumatic stress disorder) from receiving multiple improper shocks. I have since allowed the battery in my device to expire and refuse to have it replaced because of the inefficiency of the device and it's inability to administer true life saving therapy that can save life without damaging the quality of life. I had previously sought deactivation of the device due to the inability of technicians to correctly program the device. I have also sought removal of the device but have been turned away by doctors even with them knowing that the device has an active recall.